Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited detached adhesive between the connecting tube and the mouthpiece. It was also found that the distal end was not secured due to adhesive peeling at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, stress problem may be a possible cause of the malfunction. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.